Event description:
Ten years following intraocular lens (iol) implant surgery, a surgeon reported the iol was exchanged for a different model, because to the iol had a milky appearance and the patient's visual acuity had decreased. A vitrectomy and removal of an epiretinal membrane was performed at the time of the iol exchange. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. Product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested. This report was mailed to FDA on: 06/19/2009.